Event description:
The manufacturer received information alleging a patient experienced ventilator service required and ventilator inoperative error codes on a trilogy 202 device. The device was not in use on a patient at the time of the occurrence. The trilogy 202 device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted there were two ventilator inoperative error codes (host central processing unit (cpu) is constantly rebooting ([e-037] and the pressure failed [e-145]) due to the thermistor, and eight ventilator service required error codes(system failure [e-032], barometric1 sensor railed error [e-094]), drift secondary flow too high [e-131] proximal pressure railed error [e-133], control flow error [e-134], airstream temperature 1 railed [e-136], oxygen blending module (obm) accuracy urgent service [e-344], and a communication between host and obm was lost [e-349]) were observed in the device's error log. In conclusion, the third-party service technician recommends replacing the device's system printed circuit assembly (pca) to address e-37 and thermistor to address e-145 for these issues. The third-party service technician recommends replacing the obm pca to address e-344 and e-349 and recommends replacing the system pca to address e-032, e-094, e-131, e-133, e-134, and e-136 for these issues. The root cause is confirmed at this time. Additionally, during the service of the device, the whisper cap needs replacing for missing on the device, front, bottom, and rear enclosure cases, handle, porting block needs replacing for physical damage, and the blower needs replacing for a metal clamp missing, which are unrelated to the reportable issue. In addition, there were two non-reportable error codes, speaker one failure [e-106] and monitor pressure railed error [e-132], were observed in the device's error log. The speaker needs to be replaced to address the e-106 error code and the system pca needs to be replaced to address the e-132 error code, unrelated to the reportable issue.